Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 8 patient samples tested for alt, tp2 total protein gen.2 (tp2) and albumin on a cobas 8000 c 702 module. Based on the data provided, 3 patient samples were erroneous when tested for tp2 or albumin. The erroneous results were not reported outside of the laboratory. Patient 1 initial tp2 result was 58.5 g/l. The repeat result was 69.7 g/l. On (B)(6) 2017 patient 2 initial albumin result was 37.9 g/l. The repeat result was 18.2 g/l. On (B)(6) 2017 patient 3 initial tp2 result was 56.4 g/l. The repeat result was 70.3 g/l. There was no allegation that an adverse event occurred. No reagent lot numbers or expiration dates were provided. The customer stated that all maintenance is up to date and they have not had any issues with quality controls.

Manufacturer narrative:
The field service engineer (fse) visited the customer site and re-aligned probes for better external washing and cuvette position. The customer has not complained of any additional issues since the service visit.